Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
No complaint allegation was provided. There was no harm for patient, operator or third party reported. No further information was received. Update dw 12-feb-2025: further information was provided that during a surgery it was found that nothing could be seen through the used optic. As no replacement device was available the customer had to abort the surgery and the patient had to be awakened. Update dw 13-feb-2025: it was further reported that the reported device stopped working during a knee surgery on the meniscus. It is not known if the patient received an additional treatment.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The manufacturer evaluation revealed the device shows signs of heavy use. Furthermore, the distal end is very badly damaged and there are broken lenses in the system which indicates the device has not been used properly.